Event description:
Patient complaint of vomiting and cramping, vomiting subsided on second day with continued cramping. Patient was unwilling to take any prescribed medications. At time of removal, md noted blood in stomach and a gastric ulcer at the cardia. Md placed 3 clips on the ulcer and patient was instructed to take ppi's. Date of removal: (B)(6) 2017.